Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop cancer. There is no report of the medical intervention that the patient has received at this time. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 10/25/2022 for further evaluation. The device was evaluated on 10/24/2023. There was no mention of visual findings to the external part of the device. The device was returned to the manufacturer's product investigation laboratory for further investigation. During investigation, observed an unknown dust contaminant on the sd card flip door, front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes unable to directly address the symptoms or complaints. Confirmed no presence of degraded sound abatement foam.